Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted (lot no. C51080) for female sterilisation. The patient had a medical history of parity 1 (g2p1011), gravida ii (g2p1011), pelvic adhesions and tonsillectomy on (B)(6) 2021, pelvic pain, abnormal uterine bleeding, spontaneous abortion, postoperative vomiting, postoperative nausea, asthma, hematology test, platelet disorder (delta granule spd.), pain menstrual (affects her activities of daily living), inflammation (contributes to haevy bleeding), erosion uterine cervix (contributes to heavy bleeding), ulcer (contributes to heavy bleeding) and bleeding menstrual heavy on (B)(6) 2021, cholecystectomy in 2016 and surgery (essure implant) in 2014. Previously administered products included: tylenol, motrin [naproxen] and tranexamic acid. Concurrent conditions were listed as bipolar I disorder (hepatocellular carcinoma), aspirin-like platelet defect (hepatocellular carcinoma), status migrainosus, migraine without aura, headache, gastroesophageal reflux disease (without esophagitis), shortness of breath, essential hypertension, calculus of gallbladder without mention of cholecystitis (without obstruction), platelet dysfunction, chronic headaches, depression, vaginitis trichomonal, smoker (smoking status: current every day smoker), obesity, pain ankle and chronic back pain since on (B)(6) 2021. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2080 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: no contrast was noted to be coming from the fallopian tubes, which confirmed tubal occlusion. The patient tolerated the procedure well and was discharged to home in stable condition. [Pathology test] on (B)(6) 2021: final diagnosis: uterus, unremarkable uterine cervix, secretory-type endometrium, unremarkable myometrium, mesothelial cysts, serosa fallopian tubes, bilateral fallopian tubes with bilateral essure device placement, otherwise no pathologic diagnosis clinical information: menorrhagia with essure removal; hysterectomy abdominal laparoscopic robotic xi with bilateral salpingectomy. Source: a: uterus, cervix and bilateral fallopian tubes gross description: the right fallopian tube measures 7.5 cm in length. The fimbriated end demonstrates the usual villous appearance. The tube demonstrates a cross-sectional diameter averaging 0.7 cm. Within the proximal portion of the fallopian tube, a metallic coil consistent with an essure device is noted. The opposite fallopian tube demonstrates distal serosal adhesions. The fallopian tube measures 5 cm in length with a cross-sectional diameter averaging 0.7 cm. Within the proximal portion of this fallopian tube, a metallic coil is present consistent with an essure device. On sectioning through the myometrium, the cut surface is pink and homogeneous. Portions of essure devices are noted in the cornu of the uterine fundus. The previously described serosal cyst collapses upon sectioning. Batch no c51080 production date 2014-04-28 expiration date 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-sep-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2080 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted (lot no. C51080) for female sterilisation. The patient had a medical history of parity 1 (g2p1011), gravida ii (g2p1011), pelvic adhesions and tonsillectomy on (B)(6) 2021, pelvic pain, abnormal uterine bleeding, spontaneous abortion, postoperative vomiting, postoperative nausea, asthma, hematology test, platelet disorder (delta granule spd.), pain menstrual (affects her activities of daily living), inflammation (contributes to haevy bleeding), erosion uterine cervix (contributes to heavy bleeding), ulcer (contributes to heavy bleeding) and bleeding menstrual heavy on (B)(6) 2021, cholecystectomy in 2016 and surgery (essure implant) in 2014. Previously administered products included: tylenol, motrin [naproxen] and tranexamic acid. Concurrent conditions were listed as bipolar I disorder (hepatocellular carcinoma), aspirin-like platelet defect (hepatocellular carcinoma), status migrainosus, migraine without aura, headache, gastroesophageal reflux disease (without esophagitis), shortness of breath, essential hypertension, calculus of gallbladder without mention of cholecystitis (without obstruction), platelet dysfunction, chronic headaches, depression, vaginitis trichomonal, smoker (smoking status: current every day smoker), obesity, pain ankle and chronic back pain since (B)(6) 2021. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2080 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: no contrast was noted to be coming from the fallopian tubes, which confirmed tubal occlusion. The patient tolerated the procedure well and was discharged to home in stable condition. [Pathology test] on (B)(6) 2021: final diagnosis: uterus, unremarkable uterine cervix, secretory-type endometrium, unremarkable myometrium, mesothelial cysts, serosa fallopian tubes, bilateral fallopian tubes with bilateral essure device placement, otherwise no pathologic diagnosis clinical information: menorrhagia with essure removal; hysterectomy abdominal laparoscopic robotic xi with bilateral salpingectomy. Source: a: uterus, cervix and bilateral fallopian tubes gross description: the right fallopian tube measures 7.5 cm in length. The fimbriated end demonstrates the usual villous appearance. The tube demonstrates a cross-sectional diameter averaging 0.7 cm. Within the proximal portion of the fallopian tube, a metallic coil consistent with an essure device is noted. The opposite fallopian tube demonstrates distal serosal adhesions. The fallopian tube measures 5 cm in length with a cross-sectional diameter averaging 0.7 cm. Within the proximal portion of this fallopian tube, a metallic coil is present consistent with an essure device. On sectioning through the myometrium, the cut surface is pink and homogeneous. Portions of essure devices are noted in the cornu of the uterine fundus. The previously described serosal cyst collapses upon sectioning. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Lot number added. Patients medical history, concomitant drugs, lab data updated. Patient & reporter information updated . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2080 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.